Manufacturer narrative:
Complaint (B)(4). Received 3pc 455071p/b2310358 and 38pc 455071p/b230734u for evaluation. Additionally, received 7pc 455071p/b231033h and 1 more pc 455071p/b2310358 for evaluation. Received customer pictures. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, draw volume and additive content according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples. Furthermore, no kickback was observed during filling of samples. Samples were functionally evaluated (filled and centrifuged at 1800g for 10min - minimum of recommended conditions). No deviations could be observed in the tested samples. The alleged malfunction is not confirmed. Corrected data: h3: samples received; h6: type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received, and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Customer states tubes keeping popping off and phlebotomist must hold them on; tubes have no suction; and red cells leaking. Customer advised, no syringe, but a straight needle is being used. Butterflies are not used unless necessary. Pressure is hold on the tube when pulling the blood, because if not they shoot across the room.